Event description:
It was reported that the user experienced multiple ilet pump occlusion alerts identified as a consecutive stalled motor issue, changed all infusion supplies, and continued to encounter difficulty clearing air bubbles; a dry-run motor test with rewind and up-to-120 advance proceeded without error, and subsequent use produced no further occlusion alerts while blood glucose decreased from 308 mg/dl to 224 mg/dl. Customer care agent provided support that included guided troubleshooting, and replacement of all disposable supplies. Investigation of this case revealed no reproducible device motor fault during testing, with the event consistent with an insulin delivery interruption and potential air-in-line contributing to elevated glucose. Symptoms included headache associated with hyperglycemia. Outcomes included transient hyperglycemia without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.